Event description:
On (B)(4) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter would not turn on. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue first began around 7 a.m., on (B)(6) 2017. The patient manages her diabetes with insulin (unspecified type and dose; no adjustments) and she denied making any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported that approximately 3 hours after the alleged issue began, she developed symptoms of ¿shakiness and light headed.¿ the patient denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr noted that the meter was not being used for the first time and there was no misuse of the product. The csr established that the patient was using the correct test strips; however, the patient did not have testing supplies available and so was unable to walk through inserting a test strip per the owner¿s manual to confirm if the device turned on.the patient was also unable to confirm if the issue was resolved with training due to not having testing supplies. Based on the information provided, the meter¿s battery did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged issue began.